Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out the atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2016. The patient's condition during was well and post procedure was fine.